Manufacturer narrative:
Visual inspections & results: batch number, cartridge pan in place/condition, condition of drivers, lockout tabs on pan condition, and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, condition of clamping mechanism, condition of firing mechanism, condition of knife, and condition of wedge bands, good; and is hyper lockout condition present; no. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not fire" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functionsl and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic appendectomy the ets when placed on the tissue would not fire. The surgeon states the instrument may have been prefired and locked out. 4/22/97 repo responded the case was completed with an ussc instrument. There was no consequence to the pt. The cartridge is not available, therefore it is unk whether the product is a tsb35 or tsw35.